Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced one day after implant due to dislodgement. The physician had a difficult time placing the lead during the initial implant, and tried repositioning several times. Dislodgement occured post implant. Should additional information become available, this file will be updated.